Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an interventional procedure to insert a percutaneous valve, suture placement was attempted in the left common femoral artery using a prostar xl device. The sheath sizes used in this procedure were not provided. Reportedly, there was difficulty removing one of the prostar xl needles, which was stuck. A mosquito (hemostat) was used to pull the suture and engage the needle. The interventional procedure was completed and hemostasis was achieved with the same prostar xl device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the prostar xl device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to deploy the needles could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy the needles appears to be related to user technique. The treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.